Event description:
It was reported that ¿fiber light flashing¿ @ 38,000 joules of use and 40 minutes was observed with the first fiber. The fiber was exchanged and the second fiber failed @ 109,691 joules of use and 13 minutes. The procedure was completed with a third fiber. There was no injury to patient reported. This report is for the 2nd fiber used.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber/glass cap shows a circumferential fracture at proximal side of fiber/cap fusion zone at the bevel edge; the distal glass tip is detached and not returned; the fiber proximal to fracture can rotate independently of metal cap; the metal cap exhibits severe char; the outer flow tubing exhibits moderate contamination, likely biologic. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. (B)(4).